Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power loss alarm. The insulin pump was not alarming at the time of the call. The customer's blood glucose value was unknown at the time of the incident. The customer also reported of a power error detected alarm. The customer was assisted with troubleshooting. The customer had been receiving replace and insert battery alarms after clearing the alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed displacement test properly. Pump error alarm due to connector resistance issue. No unexpected battery power loss alarm noted during testing.